Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review period.

Event description:
It was reported by the customer that during daily check, the cs300 intra-aortic balloon pump (iabp) was not displaying the characters correctly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verified the issue. The fse replaced the assy,dsply controller pcb and the cable coiled, iabp to resolve the problem. After replacement, the fse then performed and completed a full calibration, functional and safety checks to meet factory specifications. Unit passed all. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The customer requested getinge to evaluate the iabp and a quote for the service was submitted in connection with this event. No service order report available yet. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during daily check, the cs300 intra-aortic balloon pump (iabp) was not displaying the characters correctly. There was no patient involvement, and no adverse event reported.